Event description:
Customer reportedly obtained results of 21.6 mmol/l and 5.8 mmol/l on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable.

Manufacturer narrative:
Event occurred in (B) (6).